Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl. Reportedly, the customer did not perform the air removal step and filled the cartridge with cold insulin. Customers husband provided customer with carbohydrates to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.